Event description:
It was reported that the patient was experiencing intermittent stimulation in her legs. The patient was to meet with a company representative on (B)(6) 2014. The patient's status was alive with no injury. It was further reported that no issues were found upon interrogation. Impedances were within normal limits and 62 months left of battery life was noted. The representative was able to control the stimulator with the clinician and patient programmer.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 7434a, serial# (B)(4), product type: programmer, patient. Product ID: 3587a, lot# l62330, implanted: (B)(6) 1999, product type: lead. (B)(4).